Manufacturer narrative:
Patient information was not provided. Date of event: the event date is unknown. This information will be provided in a supplemental report if made available. Serial number is unknown. This information will be provided in a supplemental report if made available. PMA/510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that from (B)(6) 2018, all the 3t devices are placed outside of the operating room during use. The affected serial number which was used during the operation was not provided, whereas the serial number of three possibly affected units were given. The check on the device history record of all three units was performed and could not identify any deviations or nonconformities relevant to the issue. A review of the DHR of each device could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for that issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) learned through newspaper articles, that a male patient was infected by mycobacterium chimaera.